Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 492087, expiration date 12/31/2014). (B)(4). It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received a result of 120 mg/dl on aviva system 1, and a result of 235 mg/dl on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.